Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closurefast catheter. The customer states that after the doctor completed the closurefast procedure, the patient experienced a burn in the prox calf area, close to the access site. The patient has been returning to the clinic for regular wound treatment, as the wound has had bloody discharge.